Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and suspected loss of capture was noted on the right atrial (ra) lead. It was also reported that consistent atrial capture could not be confirmed on current electrograms (egm). Reprogramming occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.